Manufacturer narrative:
The complaint history for wire implants was reviewed from 1/2008 through 12/2018. This complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the k-wire that ruptured is the same wire that experienced resistance upon insertion.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown procedure on (B)(6) 2018, to treat a radius fracture, using an unknown bicolumnar plate (with 6 holes on the head and 3 in the body). The kirschner wire broke while the surgeon was removing it. The issue happened during fixation of the plate using a 1.25 kirschner wire. Upon insertion of the first wire in one of the distal holes, the surgeon experienced a resistance in inserting the wire but decided to continue. Another unknown wire was inserted in the body on the plate with no difficulty. In order to control the c arc, the surgeon decided to stop the insertion of the wire and re-fixed the plate. The same thing happened after the plate was fixed, the surgeon experienced a resistance upon insertion of the wire in the distal hole and with no complication in the proximal hole of the plate. After all the screws have been placed, the surgeon was in the process of removing the k-wires when he observed that a smoke came out from the hole causing the k-wire to rupture. A 22mm fragment was left inside the patient's bone. The surgeon decided to leave it because it's in the bone and will not cause any discomfort to the patient. The procedure was successfully completed with no surgical delay reported. The patient condition was stable. There is no plan for another surgery to remove the remaining fragment of the k-wire that was left inside the patient's bone. Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1); screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) kirschner wire 1.25mm length 150mm. This is report 1 of 1 for complaint (B)(4).